Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 97791, serial# unknown, product type: accessory. Analysis of the lead found that the body conductor was broken at the anchor site. All conductors were broken 18 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient experienced a return of symptom. Diagnostics and troubleshooting revealed the impedance measurement was 10,000 ohms. The factors that may have led or contributed to the issue were unknown. No interventions or actions were taken as it was not possible with the high impedances. However, the lead was replaced and the issue resolved. No further patient complication was associated with the event.